Event description:
The manufacturer received information alleging the pressure verification setpoint zero (0) outlet difference had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the third-party service center. During the evaluation it was noted that the blower had caused the pressure verification setpoint 0 outlet difference test step to fail on the device. In conclusion, the third-party service technician calibrated the blower to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the connection cover was replaced due to missing on the device, and it was unrelated to the reportable issue. The muffler assembly, air foam inlet filter, and particulate filter were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The blower, bellow, machine flow sensor, inline filter, and tubing were replaced for contamination unrelated to the reportable issue. The device passed all final testing.